Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via a company rep and forwarded by our local affiliate (B)(4). Initial and follow-up info received on 01-jun-2009 and 08-jun-2009 respectively; were processed together. This case involves a female pt (age nos) who received poly-l-lactic acid (sculptra) therapy on an unk therapy dates, dosage and indication. Medical history and concomitant medication were not provided. On an unk date, the pt developed severe granules and lumps/modules. Saline treatment was reported. As corrective treatment. Action taken with poly-l-lactic acid as well as the pt outcome was not reported. The reporter did not provide a causal assessment. (B)(4). It revealed: brr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches marketed in (B)(4). The review of the dhrs (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.